Event description:
An endurant ii stent graft system was implanted for the treatment of an abdominal aortic aneurysm. The proximal neck at implant was 28 mm in diameter and 20 mm in length, currently it is 40 mm in diameter. The degree of angulation at implant and currently is 45 degrees. Vessel tortuosity is significant. Vessel calcification is minimal. The aneurysm is currently 87 mm in diameter. It was reported that the patient presented for their 12 month follow up appointment. A proximal type I endoleak was noted with significant aortic neck dilation. The patient will be monitored by the physician. No clinical sequelae were reported and the patient is fine. A review of cta¿s from 15 months post-implant confirmed that the bifurcate was positioned just below the renal. Contrast was seen within the sac from a proximal type I endoleak, due to lack of any proximal seal. The neck diameter at the renals is approximately 37x43mm. The proximal stent graft od is 36mm. The max diameter aaa measured 8.7cm. The ipsi limb and extension were candy-caned around the contra limb and positioned within the left common iliac artery. There is no distal type I endoleak but there is minimal seal length (approximately 1cm) into the left common iliac. The contra limb is placed into the right external iliac artery. The right common iliac is aneurysmal (3.0cm dia) and the right internal iliac has been coiled. Both limbs are patent. No other stent graft issues were observed. The exact cause of the proximal type I endoleak is unknown. Earlier post-implant films were not provided. However, it appears likely that this was caused by disease progression; neck dilatation.

Manufacturer narrative:
(B)(4)